Event description:
It was reported that after the introducer needle was removed, the sheath was attempted to be advanced through the guidewire, however, the sheath could not be advanced. When the guidewire was checked, the tip of the guidewire was damaged. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the sheath could not be advanced over the guidewire was confirmed, but the exact mechanism of damage was unknown. One 0.018¿ x 35cm guidewire and one 4.5fr x 5cm microintroducer were returned for investigation. The guidewire was received in its hoop, but exhibited evidence of use. A microscopic examination revealed residual material at the proximal end of the guidewire. The weld tip was present at each end, but dislocations were observed in the coil wire adjacent to the proximal weld tip. The dislocations increased the od of the guidewire at the proximal end of the guidewire. No break was observed between the coil wire and weld tip. An attempt was made to pass an unused microintroducer over the proximal end of the guidewire, but the dislocations in the coil wire prevented the dilator from advancing over the guidewire. No evidence was observed which suggested a root cause to the event. While the exact cause of damage could not be determined from the sample analysis, possible causes include damage during packaging, handling, or use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the introducer needle was removed, the sheath was attempted to be advanced through the guidewire, however, the sheath could not be advanced. When the guidewire was checked, the tip of the guidewire was damaged. There was no reported patient injury.